Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented micro-volume inlets had particulate matter (pm) contamination. The pm was described as, ¿particles ranging from fibers in the sets or in the packaging to white and black particles¿. This was discovered while checking the sets. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that particles (hair/fibers) of foreign matter were identified on the packaging, white connector, and spike. The reported condition was verified. The cause of the reported condition could not be determined; however, the likely cause was a inherent to variations of the manufacturing and/or packaging process, as the particulates identified and observed are in the sealed product packaging. Should additional relevant information become available, a supplemental report will be submitted.